Event description:
It was reported that an aortic pericardial valve was explanted, it is listed as a baxter valve. The surgeon wants to send this valve back to the "company" but I need help finding out where to send it. I am aware that you do not supply valves at this time, but who acquired the valves? I have our pathology department holding the valve until I (we) can find an answer. Any help you can provide is appreciated.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of leaflet 3. Calcification restricted mobility in the leaflet and possibly contributed to stenosis. Two tears are detected at the free margin and along the attachment at opposite ends of leaflet 3, at both commissure 2 and commissure 3. Both tears measure to approximately 4mm. Significant mismatch is evident in leaflet 3 by 5mm at the greatest point. The mismatch is possibly due to the tears described above. Opaque and thicker tissue, in comparison to a new valve tissue, is evident in the free margins and along the attachment of leaflet 1 at commissure 1 and leaflet 3 at commissure 3; delamination is also observed the described areas. The x-ray demonstrates heavy calcification in leaflet 3.